Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and ovarian cyst since (B)(6)2012. Concomitant products included alprazolam (xanax), oxycodone, pregabalin (lyrica), promethazine vc (phenergan vc), ranitidine hydrochloride (zantac), sertraline (zoloft), tramadol and valproate semisodium (depakote). In (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with left salingo-oophorectomy, right salpingectomy. ). Essure was removed in june 2013. At the time of the report, the pelvic pain, headache and migraine outcome was unknown. The reporter considered headache, migraine and pelvic pain to be related to essure. The reporter commented: there is discrepancy noted in product start date earlier it was reported start date was (B)(6)2012 and now it is (B)(6)2010 also product stop date (earlier(B)(6)2013) and (now (B)(6)2012) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2001: total bilateral occlusion ultrasound scan - on an unknown date: enlarged left ovarian cyst most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: headache and migraine.product lot number 758628 added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pain deep pelvic pain, acute pelvic pain, severe left sided pelvic pain.') In an adult female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst since (B)(6) 2012 and anxiety. Concomitant products included alprazolam (xanax), oxycodone, phenylephrine hydrochloride;promethazine hydrochloride (phenergan vc), pregabalin (lyrica), ranitidine hydrochloride (zantac), sertraline hydrochloride (zoloft), tramadol and valproate semisodium (depakote). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with left salingo-oophorectomy, right salpingectomy.). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, headache, migraine and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, headache, migraine and pelvic pain to be related to essure. The reporter commented: there is discrepancy noted in product start date earlier it was reported start date was (B)(6) 2012 and now it is (B)(6) 2010 also product stop date (earlier (B)(6) 2013) and (now -(B)(6) 2012) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2001: results: total bilateral occlusion. Ultrasound scan - on an unknown date: results: enlarged left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received. Event "dysmenorrhea (cramping)" added. New reporters and plaintiffs information added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pain deep pelvic pain, acute pelvic pain, severe left sided pelvic pain.') And endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included ovarian cyst since (B)(6)2012, anxiety, chronic cervicitis and endometriosis. Concomitant products included alprazolam (xanax), oxycodone, phenylephrine hydrochloride;promethazine hydrochloride (phenergan vc), pregabalin (lyrica), ranitidine hydrochloride (zantac), sertraline hydrochloride (zoloft), tramadol and valproate semisodium (depakote). In (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with left salingo-oophorectomy, right salpingectomy.). Essure was removed in (B)(6)2013. At the time of the report, the pelvic pain, endometritis, dysmenorrhoea, headache and migraine outcome was unknown. The reporter considered dysmenorrhoea, endometritis, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2012, (B)(6)2010 discrepancy noted: date(s) of removal: (B)(6)2013, (B)(6)2012. Number of coils remain out on the right side : 3, left side : 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2001: results: total bilateral occlusion. Ultrasound scan - on an unknown date: results: enlarged left ovarian cyst. Lot number: 758628 manufacturing date: 2010-07 expiration date:2013-07. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Event added: chronic endometritis. Reporter information and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and ovarian cyst since (B)(6) 2012. Concomitant products included alprazolam (xanax), oxycodone, pregabalin (lyrica), promethazine vc (phenergan vc), ranitidine hydrochloride (zantac), sertraline (zoloft), tramadol and valproate semisodium (depakote). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with left salingo-oophorectomy, right salpingectomy.). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, headache and migraine outcome was unknown. The reporter considered headache, migraine and pelvic pain to be related to essure. The reporter commented: there is discrepancy noted in product start date earlier it was reported start date was (B)(6) 2012 and now it is (B)(6) 2010 also product stop date (earlier (B)(6) -2013) and (now (B)(6) 2012) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2001: total bilateral occlusion ultrasound scan - on an unknown date: enlarged left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pain deep pelvic pain, acute pelvic pain, severe left sided pelvic pain.') In an adult female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst since (B)(6) 2012 and anxiety. Concomitant products included alprazolam (xanax), oxycodone, phenylephrine hydrochloride;promethazine hydrochloride (phenergan vc), pregabalin (lyrica), ranitidine hydrochloride (zantac), sertraline hydrochloride (zoloft), tramadol and valproate semisodium (depakote). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with left salingo-oophorectomy, right salpingectomy.). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, headache, migraine and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, headache, migraine and pelvic pain to be related to essure. The reporter commented: there is discrepancy noted in product start date earlier it was reported start date was (B)(6) 2012 and now it is (B)(6) 2010 also product stop date (earlier (B)(6) 2013) and (now -(B)(6) 2012) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 07-jan-2001: results: total bilateral occlusion. Ultrasound scan - on an unknown date: results: enlarged left ovarian cyst. Lot number: 758628 manufacturing date: 2010-07 expiration date:2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.